Manufacturer narrative:
A display check was performed on the meter and no missing segments of the results field were found. The batteries were removed and the battery well was clean, dry, and not corroded. The test strip guide was contaminated with blood. The meter was requested for return. Occupation was lay user/patient .

Event description:
There was an allegation of a display issue with the coaguchek xs meter. Segments appeared to be missing in the results field of the meter. The bottom section of the first "8 digit" and top center and bottom section of the second "8 digit" were missing. There was no allegation of a misinterpretation of results.

Manufacturer narrative:
The meter was received for investigation. An improperly contacting conductive rubber was detected. After correcting the position of the conductive rubber by removing and reinserting, the display is faultless. Fingerprints were seen on the circuit board in the area of the rubber contacts. Medwatch fields d9 and h3 were updated.